Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. Th 80% stenosed, 24mm x 2.75mm, concentric, de novo target lesion, a greater than 45 degree and less than 90 degree bend was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). After a non boston scientific guidewire crossed the lesion, predilatation was performed with a 12 x 2.0 maverick balloon. Following predilatation, residual stenosis was 70%. After predilatation, a 24 x 2.75 promus premier select stent was advanced to the target lesion and was deployed. Significant resistance was encountered while operating the device. Following stent deployment, a distal edge dissection was noted. A 12 x 2.75 promus premier select was deployed to cover the dissection and complete the procedure. Post dilatation was performed with a 8 x 2.75mm nc quantum apex balloon. No further patient complications were reported and the patient was reported to be stable following the procedure. It was noted that the patient was medicated pre procedure with clopidogrel and medicated during the surgery with heparin.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. Th 80% stenosed, 24mm x 2.75mm, concentric, de novo target lesion, a greater than 45 degree and less than 90 degree bend was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). After a non boston scientific guidewire crossed the lesion, predilatation was performed with a 12 x 2.0 maverick balloon. Following predilatation, residual stenosis was 70%. After predilatation, a 24 x 2.75 promus premier select stent was advanced to the target lesion and was deployed. Significant resistance was encountered while operating the device. Following stent deployment, a distal edge dissection was noted. A 12 x 2.75 promus premier select was deployed to cover the dissection and complete the procedure. Post dilatation was performed with a 8 x 2.75mm nc quantum apex balloon. No further patient complications were reported and the patient was reported to be stable following the procedure. It was noted that the patient was medicated pre procedure with clopidogrel and medicated during the surgery with heparin. It was further reported that no resistance was encountered while advancing the stent in the guide catheter. There was no other device present. The promus premier select was deployed at 11 atmospheres. Post dilatation was performed with a 2.75 x 12mm nc balloon, and was inflated to 18 atmospheres.